Manufacturer narrative:
Device evaluation summary: visual inspection shows the porous plug is broken off. Reason for the return was confirmed. Additional information b5. The device was used to complete the procedure. Medtronic received additional information that the cap was intact prior to use. Only when going to remove the cap did the breakage occur. The end cap did not fall into the patient. The scrub nurse managed to grab the broken part before it fell into the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during insertion of the eopa arterial cannula, the end cap of the stylette broke off cleanly, described as similar to snapping off a piece of foam. The broken piece was retrieved. The use of the device was unspecified. No patient complications have been reported as a result of this event.